Event description:
Philips received a complaint by the customer on the v60 indicating while outside of clinical use, there was a sensor failure. No reports of patient/user harm or injury. Investigation ongoing.

Manufacturer narrative:
H10: additional information received from philips international team: the device was repaired but medical facility will not provide details as to how it was repaired. The only information that was shared was that the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.